Event description:
It was reported that the 9400 system intermittently would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cable from the control panel to the mother board is defective. The 9400 system is end of life and this part is not available. A follow up report will be filed when additional details become available.